Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for high blood glucose (bg) levels (600-700 mg/dl) and diabetic ketoacidosis (dka). Prior to hospitalization, the customer attempted to deliver a bolus, but the bg level had not decreased. The customer did not know the cause of the high bg; however, thought it was related to the pump or supplies. The customer was treated with insulin via injections and was given fluids. A pump system check was performed with the customer and nurse, no device issues were identified using the current supplies on the pump. The customer had requested further testing at a later date. The customer was discharged on (B)(6) 2017. Although multiple requests to the customer were made to assist the customer with additional troubleshooting, the customer did not reply to the requests.